Manufacturer narrative:
The customer changed the na electrode but it did not resolve the issue. The field service engineer found that the high-concentrate waste tubing was leaking and the cuvettes were dirty. The tubing was replaced. The customer performed calibration and qc successfully. The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 170 mmol/l. The sample was repeated and gave a result within the normal range. The result was requested but not provided. No questionable results were reported outside of the laboratory. The electrode serial number and expiration date were requested but not provided.